Manufacturer narrative:
Lot 16n003 was manufactured december 1, 2016 ¿ december 3, 2016. The device was received for evaluation. During visual examination, liquid was observed inside the housing which indicated a leak had occurred. Further examination revealed the direct cause of leakage inside the housing was due to missing film-wrap located at the upper portion of the bladder. The cause of the missing film-wrap could not be determined. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leakage was observed from the upper portion of the reservoir of a large volume infusor during fill of saline. There was no patient involvement. No additional information is available.